Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. MFR report #3005099803-2010-04950 addresses the other device. It was reported to boston scientific corporation that a injection gold probe device and radial jaw 4 lc - biopsy forceps device were used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the physician took a biopsy using a radial jaw 4 lc - biopsy forceps, and the patient had some bleeding from the tissue that required thermal care. They went to use an injection gold probe device, but it would not conduct any energy. The bleed was treated with the same generator and cable, along with a second injection gold probe device. The procedure was completed with this radial jaw 4 lc - biopsy forceps device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - intervention required to stop bleed. The complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.